Event description:
The initial reporter alleged they observed multiple instances of samples initially testing with borderline results using the hbsag g2 elecsys e2g 300 v2 assay on the cobas e 801 analytical unit. These borderline results were followed by repeat testing that yielded negative results. An example provided involved a sample with an initial result of 0.945 coi (borderline) on an aliquot. Repeat testing of the same aliquot produced results of 0.392 coi (negative) and 0.433 coi (negative). The repeat results were deemed correct, and no discrepant results were reported outside of the laboratory.

Manufacturer narrative:
The reported event occurred on a cobas e 801 analytical unit (serial number: (B)(6)). The investigation determined that the hbsag g2 elecsys e2g 300 v2 assay and the analyzer were performing within manufacturer specifications. Service actions included a system decontamination of the general fluidics, procell, cleancell, and preclean pathways, as well as the loading and priming of fresh reagents. Operational and mechanical checks were completed, confirming the instrument's performance. Calibration and quality control data were reviewed and found to be within expected ranges. No abnormal trends were identified during the investigation. The issue was resolved following the service visit, and no further concerns have been reported by the customer.